Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, after an internal fixation procedure had been performed on the patient's left femur on (B)(6) 2017 to treat an intertrochanteric fracture, the patient experienced a significant amount of lateral hip pain, a proximal screw backing out and developed a limb length discrepancy due to healed fracture reduction 59.7 weeks postoperatively. The patient underwent the proximal screw removal on (B)(6) 2018 and hardware exchange to a total hip arthroplasty on (B)(6) 2018. Additional details regarding the clinical course of the patient were not provided. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf)], additional information is not known, and it is not possible to collect it, we do not have the opportunity to revisit negative feedback to retrieve further information. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.¿

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a clinical study reported, that after an internal fixation procedure had been performed on the patient's left femur to treat an intertrochanteric fracture, the patient experienced a significant amount of lateral hip pain, a proximal screw backing out and developed a limb length discrepancy due to healed fracture reduction at 59.7 weeks postoperatively. The patient underwent the proximal screw removal and hardware exchange to a total hip arthroplasty. Additional details regarding the clinical course of the patient were not provided. Per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The clinical root cause and/or patient outcome beyond what was reported could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided, this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or poor insertion technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.